Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has been using high stimulation settings and their ipg is getting close to end of life. Surgical intervention may be pending for this issue.

Event description:
Follow up identified that the patient's ipg was explanted and replaced, restoring therapy post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.